Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during system upgrade procedure, purulent drainage was noted from the pocket. Device and leads were explanted due to infection. There were no intra-procedural complications. Patient remained hemodynamically stable throughout the procedure. Patient was re-implanted with new system on (B)(6) 2017.